Event description:
It was reported that the physician's handheld serial cable had bent pins at the wand connection and was loose at the handheld connection. A manufacturer representative attempted to bend the pin back to fit the wand connection back together, which was unsuccessful. The handheld and flashcard were returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.